Manufacturer narrative:
The device is not expected to be returned for evaluation. An investigation has been initiated based on the reported info.

Event description:
The device is not expected to be returned. The director of clinical research reported this type of incident has occurred at the facility three times. This was the first occurrance. While in the operating room as the dressing was being placed on the pt's head, the resident wrapping the dressing, claimed the oxygen probe just slid out of the bolt onto the floor. The compression cap was tightened and the bolt housing was secure. The use of a second licox device was required.